Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, failed battery test, and low battery alert. Blood glucose level at the time of the incident was not provided. Troubleshooting determined that the motor error was caused by a connection issue. Customer also reported off/no power alerts. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.